Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, a cancer patient who was implanted with a bard groshong * nxt clearvue * PICC with sherlock 3cg * tps, single lumen stylet (ck000516) underwent diagnostic contrast testing. The injection pressure used caused a crack on the outside of the device. This made it necessary to remove the PICC and the subsequent implantation of a new power injectable device. The removed PICC was destroyed by the operator.